Event description:
It was reported that a patient presented remotely via merlin.net. The patient's left ventricular (lv) lead had high pacing impedance and high capture thresholds. The patient was asymptomatic. On (B)(6) 2021, the lv lead was capped and replaced. The patient was stable throughout procedure.